Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella plug was leaking. To avoid a potential pump stop, the initial impella device was explanted, and a new device was utilized to manage the complication. Weaning was successful, and the procedural outcome was the patient survived.

Manufacturer narrative:
The investigation of the reported issue was completed. No device or logs were returned. The cause of the purge leak was most likely damaged purge tubing due to excessive force applied to the sidearm by the patient.